Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing of noise that resulted in inappropriate mode switch episodes. Programming changes were successfully completed. The patient was stable and asymptomatic.